Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted with loading a new cartridge, but the issue persisted. As a resolution, the pump and original cartridge were to be replaced, and the customer opted to use multiple daily injections (mdi) as a backup therapy. The customer was also provided with instructions on how to update the pump software and return the problematic device to tandem.